Event description:
A malfunction on the pump was reported by the caller, who noted that no significant events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, and the caller successfully reset it without further incidents. The customer was advised to continue using the pump and to contact support if the malfunction recurred.